Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was returned without the plunger/needle assembly, anterior and posterior cuffs, link, suture and posterior needle tip limiting the scope of the investigation. Analysis of the returned device, its handle to foot function, guide tube, needle guide, bridge, suture bearing, needle exit ramps and sheath were normal for a deployed device. Blow through marks were present on the posterior foot indicating the posterior cuff was ejected from the foot. During testing, a proxy plunger was inserted to test the needle trajectory and the results were successful. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the reported needle to cuff miss could not be confirmed and no cause could be determined. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an abdominal aortic aneurysm endograft procedure. Reportedly, the device did not capture the sutures. A second proglide device was used with the same results. It is unknown how hemostasis was achieved. There was no reported adverse patient sequelae. Though requested, no additional information was provided.